Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the connector of the therapy cable is worn and rotates, and it does not stay fixed to the device. Related patient involvement information is unknown although multiple requests have been sent out for such information. However, there is no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.